Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.

Event description:
The customer reported that there was a burning smell while using the c-arm and an overload fault error message was displayed. This error may cause the system to shut down. There is no report of injury or death associated with the event described in this complaint.